Event description:
It was reported that the pump was dropped and the pump touch screen became cracked. Reportedly, the pump was still functional and the customer's blood glucose was not impacted due to the reported issue. This event is being reported based on a different issue found during the evaluation of the returned device. Although the touch screen was responsive, the evaluation revealed a faulty vibe frequency.